Manufacturer narrative:
Unique identifier is unknown. No information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device history report (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. The device was in good condition with no appearance of any physical damaged. Force sensor test error was found in event history log. The technician performed power up process, checked and test force sensor. The technician was unable to duplicate the force sensor test error during power up and all the reading of force sensor was within the required specifications. The root cause of the reported issue was found to be that the customer manipulated the pump during its self-test by entering the biomed code, the customer was able to clear the force sensor test error. The technician provided the customer power cord retainer (alternate current cord clamp), performed preventative maintenance and all functional testing, which the device passed.

Event description:
It was reported that the system failure: force sensor test error occurred and missing power cord retainer. No patient injury was reported.